Event description:
It was reported to philips that during a stent embolization procedure, motorized table movement became unavailable. The user restarted the system and control of the table was restored. Current condition of the patient was reported as ¿irreversible psychological impairment¿. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use and there was no actual harm or injury related to report. It was reported to philips that the motorized table movements were unavailable. A philips field service engineer (fse) inspected the system and identified that the customer cleaned the room between the two patients. The tso's emergency stop button was touched, and the customer performed a cold restart before beginning the procedure and the issue was resolved. Analysis of system log file by philips engineer could not confirm the reported problem. However, as a proactive measure, the fse replaced ad7 longitudinal potmeter assy. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.